Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that mobile view station (mvs) fuse was replaced. The imaging system then passed the system checkout and was found to be fully functional. B01, c02, d02 applicable codes. Concomitant medical products: other relevant device(s) are: product ID: b i71000522. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system will not power on. The image acquisition system (ias) and mobile view station (mvs) are both not able to boot up, does not appear to be charging. There was no patient present.